Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 3mm to occlude the vessel. The physician attempted to deflate the occlusion balloon, but it would not deflate. The physician attempted to inflate the occlusion balloon and then deflate the occlusion balloon, but the occlusion balloon would not respond. The physician decided to pull the inflated occlusion balloon out of the vessel. The pt is reported to be fine.